Event description:
Reporter stated patient tested 6.6 inr on the coaguchek xs system while a comparison lab returned as 5.0 inr. Patient's coumadin dose was held for 2 days based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.